Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-92297.

Event description:
It was reported that the customer had high blood glucose due to her reservoir leaking and the insulin was not being delivered to her. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 500 mg/dl. Caller stated that the customer was having stomach aches prior to hospitalization. Nothing further was reported.